Event description:
It was reported that after an interventional coronary procedure, arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present on the needles. The device was removed over a guide wire and a second proglide device was attempted, but also resulted in a needle-to-cuff miss. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device is being filed under a separate medwatch manufacturer report number. The device was returned for evaluation. The reported needle-to-cuff miss was not confirmed. Inspection of the returned device indicated that the posterior needle-to-cuff detachment occurred during suture retrieval, which would result in a failure to retrieve the suture as reported and would appear similar to the customer as a needle-to-cuff miss. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Reportedly the common femoral artery was moderately calcified. The perclose proglide instructions for use, under special patient populations, states that the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. Based on the information reviewed, there is no indication of a product deficiency.